Manufacturer narrative:
The subject device has not yet been received for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the soltive laser was working during procedure (therapeutic lithotripsy of stone) , suddenly lost power, switched off. Per the report, the customer changed blast shield while unit off. When plugged soltive (subject device) into plug outside the theatre (operation room), heard a "sizzle pop" sound and black carbon smoke came out back vent on unit. Customer used their old laser to complete procedure. Customer reported no additional treatment performed and no report of patient harm or user injury, however, noted "completed with intervention procedure" there was a delay in the procedure". Follow ups are in progress for clarification and to gather additional information regarding this event reported. Other information provided : device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and device history record review. The subject device was returned for evaluation at olympus service business center (sbc). The device was visually inspected and underwent functional tests to assess the device status. The user request was confirmed. The unit was discovered to not power on, and there were scorch marks on the ventilation grill. The device history records (dhrs) for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. DHR review for this device found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. The device currently is in possession of the original equipment manufacturer (OEM) and awaiting repair and further evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer ,the following information conveyed : customer response to follow up: june 6 , 2023 response: the intended procedure was completed with another machine. No additional treatment was required. There was a short delay in treatment . Customer stated "we had to problem solve and bring in the old laser". A much longer procedure , patient did have to come back for further treatment. No further information provided. (B)(6) 2023 response (via company representative). Company representative provided the following information: company representative noted that the intervention performed was that "customer had to replace the soltive laser with their old laser system in order to complete the procedure. Company representative stated that the customer used their own old laser to complete the procedure, which would have been using their suppliers' fibre. Company representative stated " (I think it is boston)" and therefore no report of the olympus laser fiber was opened. No other information provided. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.